Manufacturer narrative:
Technical support instructed the account to turn on the lockouts and to tap on the k3 and k4 relays for head function and issue remained. The account is going to isolate the siderails. Repairs have not been completed.

Event description:
The account alleged when the bed is plugged in, it seems the head drive is going back and forth and making banging noise.